Event description:
It was reported that bd eva-ai3-sm3-ssyringe plastipak 10ml s/su stopper was defective / damaged. Verbatim: customer reports that they were collecting and the plunger came loose. They also cannot transfer to the tube. The tube vacuum does not draw on its own. Other comments customer is from the mds line. Did not report about tubes that they say do not have vacuum. Uses few tubes of the bd brand.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.